Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was alleged that the implantable pulse generator (ipg) device contributed to the patient¿s death. Follow-up with the clinic yielded no additional information. The device was buried with the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.